Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported via maude mw5177733, mw5177734, and mw5177735 that the patient experienced an applicator deployment issue which occurred the day of sensor insertion (location not specified). On (B)(6) 2025, the patient reported several sensors that had applicator deployment issues where the ¿needle went through the hole¿ at the top of the sensor (see related files). Due to these issues, the patient was unable to monitor her cgm values and her tandem insulin pump was unable to be used in a closed loop system due to the absence of cgm values. The patient developed chest pain and went to the ER for evaluation. At the ER, the patient underwent unspecified tests and was diagnosed with dka. The patient was admitted to the ICU. No medication or treatment details were reported. It was not specified how long the patient was in the hospital prior to being discharged. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.